Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at catheter junction upon admission, the patient required an indwelling IV catheter for contrast imaging procedures. Following aseptic technique, the indwelling catheter was successfully inserted into the patient's vein with adequate blood return. During saline flush to seal the line, leakage and blood seepage were observed at the catheter hub. The cause was immediately investigated and determined to be a quality defect in the indwelling catheter, not related to the patient. The defective catheter was promptly replaced with a new one, and the insertion procedure was repeated.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate its root cause. After the investigation, it was found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.